Manufacturer narrative:
Manufacturer's report date: 05/04/2011. (B)(4). The requested event log review to determine user programming, the number of pca requests and the volume infused between 0700 and 1800 was completed. The customer reported dilaudid, concentration 0.2 mg/ml, 10 mg in a 50 ml syringe was programmed at 0.2 mg/pca dose, 10 minute lock out and 1.2 mg/hr total. At 1330, the dose was changed to 0.4 mg/pca dose, 10 minute lockout and 2 mg/hr total. Per the event logs, at 0705 am, hydromorphone (dilaudid) was selected from guardrails drug library and programmed for 0.2 mg/pca dose, 10 minute lockout and 1.2 mg/hr total. At 0953 am, the pca parameters were changed to 0.4 mg/pca dose, 10 minute lockout and 2 mg/hr total. At 1255 pm, the pca lock out interval was changed from 10 to 20 minutes. The total pca requests/delivered logged between 0700 and 1800 were: a total of 22 pca requests were made with 16 pca doses delivered at 0.2mg. A total of 26 pca requests were made with 14 pca doses delivered for at 0.4 mg. Two user programmed bolus doses, one at 0.4 mg and one at 1 mg. Were delivered at 0705 am and 1006 am, respectively. A total of 97.29 mls were delivered between 0700 and 1800. No programming issues were identified. The cause of the patient's unexpected response to the dilaudid could not be determined based solely on the log review.

Event description:
Customer requested an event log review to determine user programming, the number of pca requests and the volume infused. Reported patient was receiving dilaudid and 2 cardiac medications when he experienced an unexpected response to the dilaudid. Patient became bradycardic, was intubated and was transferred to the ICU. The patient required dialysis. The patient is still in the ICU, is responsive and is now off of dialysis. Customer stated the patient has a history of sleep apnea and his wife stated she pressed the dose request button while the patient was asleep.